Manufacturer narrative:
UDI not available as product was manufactured on or before 9/23/2014. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-15149. It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.

Manufacturer narrative:
Additional information: analysis found that a partial lead, only the connector portion was received in one piece measuring 16.0 cm long. The damage found was sustained during the surgical procedure. The lead was otherwise normal.